Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer stated that the buttons on insulin pump was not working correctly. The customer was advised to observe time clock for one minute to verify if time advances and found that the time was advancing. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan and the pump will need to be replaced. The product will be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2 or lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing.